Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated and the reported single leaflet device attachment/slda was due to challenging patient anatomical condition/operational context. The reported mitral regurgitation (mr) was due to the slda. The reported patient effect of mr is listed in the mitraclip g4 system instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were a result of case specific circumstance as the patient remained hospitalized post slda and two additional clips were implanted to stabilize the slda clip and reducing the mr to grade 2. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment/slda, recurrent mitral regurgitation, prolonged hospitalization, and medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted posterior leaflet prolapse/flail at p2, p3. On (B)(6) 2021, one clip was implanted, reducing mr to 1. The next day, the clip became detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda), increasing mr to 4. Therefore, the patient remained hospitalized and underwent a second mitraclip procedure to stabilize the slda. The physician stated the cause of the slda is possibly due to friable leaflets. Two additional clips were implanted, reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.